Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that their second stimulator went bad. They were not dry. They should not even have to wear pads. The pads are disgusting and made for elephants. They had times of dryness and really bad times. They can't tell if they were getting 50% or greater relief of symptoms. They have infections so they can't say. They would say it is the best thing that they have had so far. They can't give a date for the event of not being dry. Patient services (ps) reviewed what is considered success of therapy. They got good times and bad times with incontinence. They could tell when they are better when they were buying less pads or lighter pads. The device was replaced.